Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. Upon opening the pocket, the physician noted that the right ventricular lead insulation was breached and separated; no electrical anomalies were noted. The physician elected to cap and replace the lead. The patient was in stable condition post surgery.